Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The following event occurred during an seeg case with company field service engineer (fse) present. The surgeon was checking the instruments before the case and was checking the adtech drill with the 2.45 drill adaptor by placing it through the adaptor. Despite trying mineral oil, it was found that the drill was unable to successfully pass through the adaptor-it was although the diameter of the drill adaptor had became smaller. There is another 2.45 drill adaptor present in the tray, and that adaptor was able to be used and the case was finished successfully. The case did not have a delay.

Event description:
The following event occurred during an seeg case with company field service engineer (fse) present. The surgeon was checking the instruments before the case and was checking the adtech drill with the 2.45 drill adaptor by placing it through the adaptor. Despite trying mineral oil, it was found that the drill was unable to successfully pass through the adaptor-it was although the diameter of the drill adaptor had became smaller. There is another 2.45 drill adaptor present in the tray, and that adaptor was able to be used and the case was finished successfully. The case did not have a delay.

Manufacturer narrative:
The drill adaptor (B)(6) was returned to the manufacturing site for evaluation. It has been evaluated by a hardware engineer as part of an open CAPA related to drill adaptors complaints. This CAPA evaluation determined that the drill adaptor design has to be improved. Corrected data: - b4 date of this report. - g4 date received by manufacturer .- h2 if follow-up, what type . - h3 device evaluated by manufacturer. - h4 device manufacturer date .- h6 event problem and evaluation codes .- h10 additional narratives/data.

Manufacturer narrative:
The drill adaptor serial number mt-02-161 s18381 was received at medtech montpellier on 15-apr-2020. The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted. D4 unique identifier (UDI) #: (B)(4).

Event description:
The following event occurred during an seeg case with company field service engineer (fse) present. The surgeon was checking the instruments before the case and was checking the adtech drill with the 2.45 drill adaptor by placing it through the adaptor. Despite trying mineral oil, it was found that the drill was unable to successfully pass through the adaptor-it was although the diameter of the drill adaptor had became smaller. There is another 2.45 drill adaptor present in the tray, and that adaptor was able to be used and the case was finished successfully. The case did not have a delay.